Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy procedure, the jaw of ls1500 could not be reopened. No tissue damage reported . No patient injury reported. Device to be returned for investigation.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/08/2016. Date of follow-up report: 10/03/2016. One used ls1500 ligasure device was received and evaluation of the returned sample could not confirm the reported issue. Visual inspection found an accumulation of eschar within the knife track, which is a sign of inadequate cleaning by the user. However, mechanical testing confirmed the jaws opened and closed normally using the handle, and no jamming occurred with repeated use. The investigation found the device to function within specifications for opening and closing the jaws. A review of the device history records for this lot could not be performed, because a lot number was not available.